Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is broken. Analysis also found the upper case, lower case, two side bail covers, and ring cover are broken. Battery release, lead flex cover, battery drawer, and battery flex are contaminated. One case screw, one side bail, and the ring are missing. Battery contacts are compressed. (B)(4).

Event description:
It was reported the screen is damaged. The device was returned for repair. There was no patient involvement.